Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for analysis. A visual and tactile examination of the entire device identified that the shaft was kinked at various locations along is its length. These kinks are consistent with excessive force having been applied to the device. The crimped stent was stretched and the stent struts were misaligned. This damage was evident at its proximal and distal ends. However, the stent was tightly crimped onto the balloon in its mid-section. The damage to the stent is consistent with the balloon being partially inflated which resulted in the stent ends partially deploying from the balloon. An examination of the balloon, under the damaged crimp stent, could not identify any inflation media inside the balloon. An examination of the tip section of the device identified to issues with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-apr-2016. It was reported that crossing difficulties were encountered and shaft kink occurred. Vascular access was obtained via the right femoral artery. The stenosed, de novo target lesion was located in the moderately tortuous and moderately calcified right subclavian artery. After pre-dilation with a peripheral balloon, a 5.0x60x135cm express¿ ld vascular stent was advanced but failed to cross the lesion despite several attempts and the shaft was kinked during advancing. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.